Manufacturer narrative:
The patient presented with an emergent acute ischemic stroke and died from stroke. The procedure was a technical success and the devices worked as intended. There is no relationship between the devices used in the procedure and the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the patient died. No other information is available.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The patient presented with a pca infarct, basilar artery occlusion, acute ischemia in the brainstem, chronic left pca territory infarcts, chronic right cerebellar infarcts, and chronic bilateral cannula capsular lacunar infarcts. Mechanical thrombectomy was performed on the proximal basilar artery, but blood flow was not restored. Balloon angioplasty was then performed on the proximal basilar artery, but blood flow was not restored. The subject device was then, uneventfully, placed across the area of stenosis in the basilar artery and control angiogram revealed excellent flow across the proximal basilar artery. Additional follow up control angiograms were performed ten and fifteen minutes later and both showed excellent blood flow across the proximal basilar artery. There were no complications during the procedure, making it a technical success and the devices worked as intended. One day post procedure the patient developed fevers and died. The physician stated that the patient presented with stroke and expired from a stroke.